Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the spare lamp on his evis exera iii xenon light source came on, and the unit began displaying error codes e102 & e101. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device has not been returned to the repair department and no additional information was obtained. However, the service department performed troubleshooting and inspection at the customer¿s site and confirmed that there was no malfunction with the device. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.